Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with the product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 89.7cm from the hub. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and balloon. The balloon is loose folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 12x4.0mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 12mm x 4.00mm nc quantum apex balloon catheter was advanced but failed to cross the lesion due to tortuosity. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube separation.